Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a motor error alarm. She stated that she would remove the reservoir, rewind the insulin pump and then prime and that it would work. She reported that it usually happened during a bolus but that it did not affect the blood glucose reading. She stated that she had been to the airport several times but that the insulin pump did not go through the scanner. She stated that she was able to rewind the insulin pump. Nothing further was reported.